Event description:
During routine testing of the device at the service center, the user reported the monitor failed the main battery test. The battery would not stay charged for more than 25 mins. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.